Event description:
It was reported that within a week of implant in 2006, the implantable neurostimulator (ins) had a screw replaced. The reporter stated, the ins had ¿stripped a screw that holds the lead wire in- the lead wire pulled loose¿ and the screw was replaced. It was noted, the patient had a revision ¿about a week¿ after implant due to a loose wire. Information omitted, pe#(B)(4) and pe#(B)(4).

Manufacturer narrative:
Product ID: 3708240 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 399930 lot# v003633, implanted: 2006 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4) implanted: 2006 (B)(6), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).